Event description:
As reported, approximately 1.5 years post op the initial right tka, this 90 y/o male patient was revised due to a loose femur. Patient complained of pain. Patient was last known to be in stable condition following the event. No additional patient information reported. Devices not returning, hospital will not release.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: (B)(4), 02-012-60-1440 - logic stem ext 14mm x 40mm. (B)(4), 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. (B)(4), 02-029-99-1001 - fluted headless pin 3.0" square head, pk2. (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant. (B)(4), 204-70-00 - tibial stem ext. Screw. (B)(4), 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm.

Manufacturer narrative:
1038671-2025-00190 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.